Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on a non-boston scientific right atrial (ra) lead. Additionally, it was noted that pacing impedances have been fluctuating measuring, from 350 ohms to 200 ohms. Technical services recommended programming options. At this time, the system remains in service. No adverse patient effects were reported.